Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 27.9 mmol during the call. It was also stated that the customer had ketones and a headache. Troubleshooting was performed and the insulin pump pass the required tests. It was also stated that the insulin may have been bad.